Event description:
The patient ((B)(6) is a participant in a clinical study, and is implanted with two percutaneous leads from the same lot. It was reported the patient experienced a loss of stimulation. A diagnostic test found impedance issues for all contacts of one of the leads. The patient denies experiencing any trauma which may have attributed to this occurrence. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.